Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Update information found in d9. Date returned to manufacturer should be blank due to no device returned. Updated information in h3.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 initial reporter phone number: +(B)(6).

Event description:
The event involved a microclave® clear connector where it was reported there were multiple issues over last 2-3 weeks with pressure alarm on infusion pumps, although intravenous (IV) cannulas were patent and pumps in working order. Usually when the bung was changed the issue was resolved, however there was an instance where bung was changed with no improvement. The customer stated they connected set directly to intravenous catheter (ivc) without bung and then the infusion ran perfectly. The customer stated they are using bbraun infusomat pumps. The customer states they suspect it may be happening more (but not always) with more viscous infusions, however this was never an issue before. The event occurred during infusion - immediately on commencing or within first minute. The medication involved was albumin. There were no cuts, holes, tears or defects noted, however bungs affected noted to be ¿squeaking¿ on screwing to connect to giving sets. There was an impact on patients recently and unnecessary re-cannulation until bung issue noted. There was patient involvement, however no report of patient harm. This captures 2 of 4 occurrences.